Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 39 months ago. Aneurysm and vessel morphology from the time of implant are unknown. Currently the aortic neck angulation is 90 degrees and the aneurysm is 5.9 cm in diameter. The patient has also had a type ii endoleak for a very long time. No complications have been reported since the time of implant. It was reported that the patient was in for a routine CT; however it was hard to read so the patient returned for an angiogram when it was noted that the bifurcated stent graft has migrated 1.5 cm below the left renal artery, with a proximal type I endoleak present. A (B)(4) endurant aortic cuff was successfully implanted and successfully resolved the stent graft migration and endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent graft migration, endoleak). Patient's condition affected effectiveness of device (aortic neck angulation). Conclusion: device failure/lack of effectiveness related to patient condition (aortic neck angulation).